Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. The complaint device was returned on (B)(6) 2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and passed. Performed global transmitter functional test and passed. Performed share log review and no data was found. The reported event of a loss of connection was not confirmed. The complaint was not confirmed because the transmitter passed testing. The root cause could not be determined.